Manufacturer narrative:
Updated evaluation conclusion codes h6.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with scrotum tender, red, and pump is close to migrating through skin. Pending erosion of pump was observed. The aus was explanted. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with scrotum tender, red, and pump is close to migrating through skin. Pending erosion of pump was observed. The aus was explanted. There were no additional patient complications reported.